Event description:
Sediment fell out of a cannulated jig and landed on the floor of the o.r. The surgeon flashed sterilized the instrument and proceeded with the surgery to insert a ttc fusion nail. The instrument came from a set owned by the depuy territory and it is believed the previous hospital did not clean the device. The surgery was extended 20 minutes.